Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that during a revision procedure, upon suturing the pocket closed, the technician put a needle through the seal ring plug. It was recommended to replace the device. No adverse patient effects were reported. The device remains in service.